Event description:
The patient reported that their device "went off" and the discharge letter from the hospital stated that the device failed to function properly. The patient also reported that the medtronic representative came and "recalibrated" the device and now it seems fine. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 1788tc competitor implantable pacing lead (B)(6) 2012; 7001 competitor implantable defib lead (B)(6) 2012. (B)(4).